Event description:
The pt stated that when she was removing her silhouette after a 3 day wear, she noted that almost the entire cannula had broken off. The pt stated that she could feel the cannula inside her body, but was unable to remove it on her own. Blood glucoses were fine during the entire time of the set wear.